Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of kinked tubing on (B)(6) 2025. The issue occurred with three to four similar types of infusion sets used for about twelve hours. Also, the patient tried to straighten the tubing and blood glucose began to lower down. No further information available.